Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise and low pacing impedance. This oversensing resulted in inappropriate mode switch. Insulation breach was suspected. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.